Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a calcified and moderately tortuous artery below the knee on the right side. The 1.5mm x 20mm x 142cm sterling es over-the-wire balloon dilatation catheter was advanced to the lesion. Upon the first inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as 'good'.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)